Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found partial lead with the connector pin measuring 14.5 cm was returned for analysis. Full breach insulation degradation was noted at 4.5 to 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.